Event description:
A malfunction alarm was reported by the customer, with malfunction code malf 0 displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to call back if the issue resurfaces and acknowledged the instructions given.